Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator recorded noise on both the right ventricular (rv) and left ventricular (lv) channels that was not being oversensed. In addition, the rv lead impedance has been irregular, ranging from the 300 ohms up to 495 ohms. Technical services discussed that this could be early indicators of rv lead integrity issue and recommended in-clinic troubleshooting. Attempts to obtain additional information were unsuccessful, no further details were known. This lv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).